Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "suddenly started feeling weak" and expressed concern about their device. Follow-up with the patient's electrophysiologist indicated that there was a suspected issue with oversensing of r-waves with the right ventricular (rv) lead, and undersensing of p-waves with the right atrial (ra) lead. Reprogramming was performed which resolved the issue. The leads remain in use. No further patient complications have been reported as a result of this event.